Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that stated their ins kept shutting off on its own, even though there would be battery left over. They noted that the recharger (insr) does not have bluetooth technology, so they wondered if it had any effect on the ins shutting off by itself? "How was it shutting off the ins 2-3 days after they charged the ins?". They stated that they had gone through 2-3 different representatives that give him the "run around". The representative told them to call back in for a replacement insr. They also noted the patient did not think this would solve the issue. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Product ID 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #702387331:analysis information (B)(6) 2018, 10:40:53 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned device passed all testing in the laboratory and no anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to #0} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout testing at body temperature. Continuation of d11: product ID 97754 lot# serial# nku425399n implanted: explanted: product type recharger h3: analysis of the implantable neurostimulator found it was functionally okay with no anomaly found, the ins passed functional test ing and did not shut off at a battery level of 50% as allege in the complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient stated his battery was turning off on its own. The rep reported that there were no falls that could be related to the issue. The rep reported that the patient¿s battery was dead upon arrival to the appointment and therefore not able to be read. The rep reported that the patient was instructed to charge his battery and keep a log of when it shuts off. The rep reported that an appointment was set up for 3 weeks from the day of the report to review the log that the patient will be keeping to see if it lines up with the diary of whether the battery was on or off. The follow up appointment was scheduled for (B)(6) 2018. The issue wasn¿t resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the ins turning on and off in its own was not determined at the time of the report. The rep noted that the patient's next ov is in (B)(6) 2018 and the rep will follow up then to see if the issue occurred again and to compare the battery logs. It was noted that the issue was not resolved a the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient stated that their battery is ¿defective¿ because when it gets to 50% it shuts off on its own, and then when the patient goes to turn it back on again it allows them to use the remaining battery life before needing to be charged. The patient reported they noticed the battery was off, turned it back on and that it was at 50% and able to use it for the rest of the battery life. The patient said that they did not turn the battery off and that it is shutting off on its own at 50%. The rep checked the logs and they showed that the battery was ¿low battery¿ one week prior to the day when the patient reported they noticed it was off and turned it back on. The logs showed that the battery was off from the day when it showed low battery one week prior, until the day when he turned it back on. The logs also showed a charging session of .7 hours on the day that the patient turned it back on, with an ending charge of 50%. The patient did not have the recharger to show further details regarding charging sessions. The rep instructed the patient to take a video the next time this happens; the video should show the patient using the programmer to turn the device back on and should show what battery level the device is currently at when they turn it back on. The rep noted that the idea behind this was that if the logs show the battery was low prior to it turning off, there is no activity on the battery between that time and the next time it is turned on, and it is turned on at 50% then there may indeed be an issue with the battery. The rep also instructed the patient to get a new recharger in case there was something wrong with the recharger. The issue was not resolved at the time of the report.